Event description:
Hv lumbar system (lumbar peritoneal shunt system) was implanted in a patient (implant date unknown). The physician reported that the tube between the valve and reservoir became kinked and prevented flow of (csf) cerebrospinal fluid. The physician performed another operation to correct and unkink the tube. He reported that this has happened in the past and that he routinely sutures the tube between the valve and reservoir to a sheet of silicone tube to prevent the tube from kinking and obstructing the flow.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.